Event description:
The pt experienced hallucinations and "didn't feel good." The symptoms were familiar; the pt experienced them prior to pump replacement (B)(6) 2009. The hcp performed a pump refill on (B)(6) 2010, which was earlier than the scheduled refill date of (B)(6) 2010. The reporter did not know why the pump was refilled earlier than expected. The pt was hospitalized in ICU; reason was not provided. There were no pump alarms. The pump delivered baclofen. Additional info has been requested from the hcp, but was not available as of the date of this report. Refer to MFR report # 3007566237200908190 regarding previous pump replacement.

Manufacturer narrative:
(B)(4).